Event description:
It was reported that a user experienced a freestyle libre 3 plus sensor that expired earlier than expected; during replacement the user dropped one sensor causing the applicator to eject the sensor, then applied another sensor that produced pump pop-ups indicating it was unable to transfer data, followed by sensor error and sensor unavailable messages, and subsequent scans returned a ¿sensor already in use¿ message. Symptoms included loss of glucose data to the ilet. Outcomes included the need for user troubleshooting and instruction to contact the sensor manufacturer¿s customer care for further assistance. Investigation included technical support review and user education on sensor pairing and connection. Investigation of this case revealed a communication failure between the sensor and the ilet and user error during sensor handling, with the sensor reported as already in use after multiple scans. It was concluded that the event was consistent with sensor communication failure to the pump associated with sensor handling and activation status, with no injury reported.